Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information: patient information was unavailable from the site. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the navigation system displayed an error message after a 3d navigated image was transferred. It was noted the message indicated there may be an imprecision. It was noted that the same exam was manually transferred and the accuracy was fine. Later in the procedure, an image acquisition was performed and found to be fully accurate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.